Event description:
Additional information received reported the patient had higher than normal impedance on one contact that was being utilized for therapy after a battery change. Impedance measured high at the battery change and also a few days later at the neurologist's office. The patient's settings were 1+, 2-, 60pw and 90hz on the affected side. Therapy impedance showed high impedance (contact 1 at 553 ohms and contact 2 at 14,402 ohms) and ma for therapy impedance showed 0.305. The patient's parkinson's was well-controlled on current settings. The doctor decided to make no programming changes as the symptoms were well-controlled and the patient was satisfied.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3389-40, lot# v002694, implanted: (B)(6) 2006, product type: lead. Product ID 3389-40, lot# v004639, implanted: (B)(6) 2006, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that they were unable to adjust stimulation and the patient programmer display was showing a ¿call your doctor¿ icon and an out of regulation (oor) condition. The patient had noticed this when interrogating the implantable neurostimulator (ins). The patient had the same symptoms as prior to the replacement and maybe a little better. The notes had stated that all impedances were normal except for the 7 electrode was greater than 40,000 ohms and 0 was 8900 ohms. The patient was not programmed on 0 or 7; the patient remembered that the impedance problems were not an issue. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.